Manufacturer narrative:
Customer noted a liquid leak out of the instrument. The liquid was later found to be wash buffer ii. Service was onsite on (B)(4) 2011, and the field service engineer (fse) found vacuum pump to be at fault. The fse replaced vacuum pump and verified system performance to published specifications. Hardware was determined to be the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) concerning vacuum under limits errors and a liquid leak from access 2 immunoassay system. There was no report of injury or exposure to the hazardous fluids.